Event description:
It was reported that a pt expired in the emergency department and no alarm was detected from the bedside monitor or infinity central station (ics). A draeger technician was dispatched to download logs and to perform functional checkout of the alarm function of the monitor and ics. The draeger technician reported that the monitor and ics passed all tests. The hospital has reported that their internal investigation indicated that there was no machine malfunction during the reported event.

Manufacturer narrative:
Draeger reviewed the diagnostic logs for the pt monitor, but there are no entries from the date of the event. In addition, no info was provided by the customer to indicate that the pt monitor was operating with active pt monitoring occurring at the time of event. The gamma xl monitor does not generate alarm logs. The customer did not indicate which bed number the pt was placed, nor were any printscreens from the date of the event provided to draeger. Therefore, no identification can be made if an alarm from the cited pt monitor was sent to the nursing central station at the time of the event. The draeger technician performed functional tests of the pt monitor and infinity central station (ics) at the time of event and reported that both passed all tests performed. In addition, the customer completed their investigation of the reported incident and no malfunction of the draeger medical monitor was identified. No corrective actions are planned by the manufacturer at this time. We will continue to monitor for similar reports of this condition.